Manufacturer narrative:
Pending evaluation: concomitant device(s): 320-15-05, 6053517 - eq rev locking screw, 320-20-30, 5943591 - eq rev compress screw lck cap kit, 4.5 x 30mm, 300-01-15, 5854995 - equinoxe, humeral stem primary, press fit 15mm, 320-15-01, 6043945 - eq rev glenoid plate, 320-20-30, 6082945 - eq rev compress screw lck cap kit, 4.5 x 30mm, 320-20-30, 6082916 - eq rev compress screw lck cap kit, 4.5 x 30mm, 320-01-38, 6037051 - equinoxe reverse 38mm glenosphere, 320-20-26, 6030646 - eq rev compress screw lck cap kit, 4.5 x 26mm, 320-20-00, 6067506 - eq reverse torque defining screw kit. 320-10-00, 6045657 - equinoxe reverse tray adapter plate tray +0

Event description:
As reported, approximately 22 months post-op the rtsa, this (B)(6) patient was revised due to poly wear lysis. Patient was last known to be in stable condition following the event. Devices will not return, disposed by hospital.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of the positioning of the shoulder components, scapular notching/impingement, and/or patient related factors which may have led to wear and osteolysis. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided.